Event description:
The customer reported that an error code displayed on the unit. The error code was a crash code where the unit could shut down intermittently. The user could lose an image, causing it to be retaken. This could result in unintended radiation exposure.

Manufacturer narrative:
(B)(4). Investigation is still in progress. If additional info is received regarding the investigation, a supplemental report will be submitted per 21 cfr 803.56. (B)(4).